Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please clarify was one sample used for each of 3 different procedures or was 3 samples used in one procedure. Yes, all three sutures were used in one procedure. Based on the attachment it sounds that 3 samples were used in one procedure. Please clarify was one sample used for each of 3 different procedures or was 3 samples used in one procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture thread frays. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, fifteen unopened samples that pertain to the product code: v2920h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined under magnification along the strand and fraying sutures could be observed in four strands. In the remainder of the sutures, no anomalies were found during the evaluation. In addition, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Corrected d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.